Event description:
It was reported that there were non-physiologic oversensing on the right ventricular (rv) lead during ventricular fibrillation (vf) episodes that was treated with appropriate defibrillation shock therapy. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, implanted: (B)(6) 2013. (B)(4).